Event description:
It was reported the patient had an ipg pocket revision on (B)(6) 2019 due to discomfort at the ipg pocket site. The ipg was moved inferior and the ipg was anchored in the pocket. Stimulation was restored following the procedure.